Manufacturer narrative:
Updated field: medical device ¿ problem code (1). Device evaluation: the product was returned with the membrane completely unfolded. Maquet sheath was returned separate from iab. Two kinks were observed on the catheter tubing approximately 76.2cm and 71.6cm from the iab tip. The extender tubing, pressure tubing, three-way stopcock, dilator and guidewire were also returned. Two photographs were provided by the facility. The photographs were analyzed during the evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that shortly after insertion of an intra-aortic balloon (iab), there was "air leakage in the loop". The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.